Event description:
Problem: during a surgical operation, a surgeon attempted to use a cutting forceps. When they squeezed the handle, the lever broke. The product was removed from the field and replaced with a like item. The broken device is being held in biomedical engineering for pickup by manufacturera??s representative. The patient was not harmed by this malfunction.